Event description:
Metal bit is coming off, head come off, in mouth - oral-b [device breakage]. Case narrative: female consumer via phone stated that the metal bit on the oral-b toothbrush, type 3767 was coming off. The oral-b toothbrush head came off in her mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Manufacturer narrative:
04-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Metal bit is coming off...head come off...in mouth - oral-b [device breakage] case narrative: female consumer via phone stated that the metal bit on the oral-b toothbrush, type 3767 was coming off. The oral-b toothbrush head came off in her mouth. No injury was reported. 21-oct-2024 case update: the concomitant product was oral-b power oral care refills precision clean eb20. No injury was reported.